Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had alarmed low battery alarms and insulin flow block. Customer was assisted with power error detected troubleshooting. Customer's blood glucose at the time on incident was unknown. Insulin pump history indicated a power system error. Customer was explained that the insulin pump was not unable to charge and was operating on the battery only. Customer also stated that they received a power loss alarm. Power loss alarm troubleshooting was performed. Customer stated that they have received multiple power loss alarms when batteries were out of the pump less than ten minutes. Troubleshooting could not resolved power loss alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.